Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor glucose and blood glucose had discrepancies. The customer's blood glucose reading was 200 mg/dl, compared with the sensor glucose reading of 80 mg/dl. The customer then reported a blood glucose reading of 40 mg/dl. The customer treated with a drink. The customer received a change sensor alarm. The customer's sensor was replaced and returned. The insulin pump was not replaced or returned for analysis.